Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced cardiac arrest. The patient was rescusitated and device interrogation revaled the tachy mode was turned of by a magnet on new years eve. The patient was wearing a magnetic pin on that date.